Manufacturer narrative:
The customer contacted philips, requesting information regarding the information center log files related to a patient incident. The customer did not allege a malfunction of the product. On 01/05/2010, the customer informed philips that the patient had expired some time after this incident which involved pulse-less electrical activity (pea). The customer again stated that the device was not a factor in the death. The hospital wanted to review the log data to review staff's responsiveness and communication internally when the waveforms changed. They stated the monitoring equipment performed properly but they wanted to know if staff communicated information to relevant parties in a timely fashion. Philips is in the process of obtaining additional information regarding this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that they were seeking information from the log files for a patient who had expired.